Manufacturer narrative:
(B)(4) incomplete. The expiration date is not currently available.

Event description:
During a crossover ligament fixation that was performed with standard adjustable rigid-loop, it was verified that the plate passed through the femoral tunnel and that it was anchored, then the graft was raised, the node was blocked, according to the description of the technique. After that, the other end of the tibia graft was fixed with miracle screw, the articulation was verified with the arthroscope, realizing that everything was in good condition. After that, the surgeon started to close patient and cut excess threads of the rigid-loop. At the moment of doing this, the white thread is pulled giving more traction to the graft. The action requested by the surgeon was to cut that thread (due the traction performed), preventing a correct cut with a scalpel, then proceeding to cut the tabby thread and the green thread. Following this, the surgeon and I realized that the rigid-loop broke, losing all the traction and fixation in the femur of the lca graft. The doctor decides to leave the patient that way and reoperate it later, arguing lack of surgical time. Patient consequence? :yes. Patient consequence description: will need new intervention. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
(B)(4). The complaint device was discarded and not available for evaluation. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).